Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The fenestrated bipolar forceps instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.560" x 0.194" was found to be broken off. The broken piece was not returned.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the fenestrated bipolar forceps instrument jaws snapped off during instrument exchange. The piece was retrieved and discarded. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fenestrated bipolar forceps instrument was inspected prior to use and no damage was noticed. The surgeon believed the issue was caused by collision with another instrument and did not notice any issues with the functionality of the instrument during the surgical procedure. The broken piece of the instrument fell into the patient and was retrieved during the same procedure. The instrument was removed during procedure (prior to the breakage) and the wrist was straightened prior to removal. The surgical staff did not feel any resistance upon removal of the instrument through the cannula and did not notice any other damage to the instrument after the event occurred. The instrument's wrist was straightened and the surgical staff did not notice any damage to the cannula or instrument after the event occurred. The instrument was removed with a grasper. There was visual confirmation that all fragments were removed and there was no additional surgical procedure required to remove the fragments. There was no patient injury and the procedure was completed robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object, and the broken fragment was discarded.